Event description:
Machine went into sys shutdown. Unable to unfreeze control screen. Pt rinsed back by hand crank. Kidney clotted. Althin med svc report number 44950. Sys svc by original MFR following event on 7/22/97.